Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins battery was depleted and no longer giving her therapeutic effect. She stated when she had therapy on she got 50% reduction of symptoms. The patient indicated that she was told that the battery would last 2-5 years with her settings. She also stated that the ins had dislodged and it caused her pain when she lay on her backside. The patient reported that she did not plan to have it replaced but wanted to have it remove. The patient stated she was taking percocet to help with the pain at the implant site but the percocet caused her to shake.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.